Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 51 mg/dl; cause was not known. Glucose tablets and juice were consumed to address bg. Recommendation was made for customer to discuss the event with a healthcare provider.